Event description:
Info received indicates when the brakes were engaged, the casters would swivel.

Manufacturer narrative:
Info received indicates when the brakes were engaged, the casters would swivel. The tech found that the caster teeth were worn and not locking the caster from moving side to side. He replaced the casters and the brakes functioned properly.